Event description:
The nurse provided additional info indicating there was no pt impact/injury associated with this event.

Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event.